Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The dr. Reviewed current x-rays of patient and determined that patient presented with poly wear on the acetabular liner. He extracted the liner and head and replaced them with new components with the same reference numbers.